Event description:
It was reported that the 8mm long bipolar grasper instrument was found to have a broken tip. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a completely broken grip tip. A piece approximately 7.15 mm x 2.70 mm was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.